Manufacturer narrative:
(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic low anterior resection, a device loading the gst60g was used to cut the rectum and a purstring (competitive product) was used to place purse-string suture, then the device was fired, but the donuts from the oral side was not created at the 1st firing. The rectum was cut again, and another device was used to re-anastomose. The surgeon commented that when the anvil was attached to the trocar, it suddenly stopped resistance. He assumed it was caused because the purse string was loose. Because the tumor was in a high position, colostomy was not performed. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.